Event description:
It was reported that the pump exhibited a reverse travel clutch error alarm. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were cracked. A review of the event history log identified check clutch, travel course reverse alarm. During functional testing using multiple flow and occlusion test, the reported issue was unable to be duplicated. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Replaced clutch half's left and right with leadscrew and spring as a precautionary measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).